Manufacturer narrative:
The complaint received states that during an aneurysm coil embolization procedure the enterprise vrd and delivery system had the delivery wire impeded in the micro catheter, the stent had premature deployment, the delivery wire kinked and then unraveled/stretched as well as the prowler select plus catheter had inadequate support and resistance/friction in the inner lumen. This is a (B)(6) male with a p com aneurysm. During a coil embolization procedure assisted with an enterprise stent, when the physician positioned the (mc) microcatheter (prowler select plus) and advanced the stent he found that the mc lost the position under x-ray. The mc was re-positioned through a guiding wire (agility14), and then enterprise stent was advanced again, but found resistance, the stent could not be advanced via mc. The enterprise was withdrawn, however the stent partly released when it was being removed through the microcatheter hub and it was withdrawn in the enterprise system/introducer. Additionally, the distal section of the delivery system was bent. After the event, the same microcatheter was utilized to complete the procedure. A constant and dedicated saline with heparin source was maintained through the microcatheter. After removal, no damages were noticed on the delivery system or stent. The microcatheter distal tip was not re-shaped. Other than the reported events, no damages were noticed on any other sections of the devices (stent-kink, bend, fracture, separated, etc), delivery wire (kink, bend, fracture, separated, etc), distal tip (kink, bend, fracture, separated, etc). The procedure was completed with another device. During the analysis fal found that the unit was inspected under microscope and the coil wire was found to be unraveled at 45mm, 48mm and 56mm from distal end. One non-sterile enterprise was received in a plastic bag. Distal section of the guidewire showed several bents through all the coil wire section. The core wire was kinked at 48mm from distal end. The stent was not received for analysis. The unit was inspected under microscope and the coil wire was found to be unraveled at 45mm, 48mm and 56mm from distal end. The introducer tube was seated into a microcatheter hub lab sample, it was inspected under microscope and no gaps were observed between the introducer and microcatheter hub lab sample. Lr packaging l/n # 01428147. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01428147. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: "stent- deployment difficulty-premature/in microcatheter hub" could not be evaluated since the stent was not received for analysis. The complaint reported by the customer as :"delivery wire- impeded" could not be evaluated due to the received conditions of the device. The complaint reported by the customer as: "delivery wire-kinked/bent-in patient" was confirmed due to the received conditions of the product. Neither the DHR nor the product analysis suggests that the reported failures could be related to the manufacturing process. The root cause of these failures cannot be conclusively determined; however, these failures do not appear to be related to the manufacturing process. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The microcatheter distal tip was not re-shaped. Other than the reported events, no damages were noticed on any other sections of the devices (stent-kink, bend, fracture, separated, etc), delivery wire (kink, bend, fracture, separated, etc), distal tip (kink, bend, fracture, separated, etc). The target site was the pcom. The procedure was completed with another device. No further information was available. One non-sterile enterprise was received in a plastic bag. Distal section of the guidewire showed several bents through all the coil wire section. The core wire was kinked at 48mm from distal end. The stent was not received for analysis. The unit was inspected under microscope and the coil wire was found to be unraveled at 45mm, 48mm and 56mm from distal end. The introducer tube was seated into a microcatheter hub lab sample, it was inspected under microscope and no gaps were observed between the introducer and microcatheter hub lab sample. Lr packaging l/n # 01428147. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01428147. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The complaint reported by the customer as: "stent- deployment difficulty-premature/in microcatheter hub" could not be evaluated since the stent was not received for analysis. The complaint reported by the customer as: "delivery wire- impeded" could not be evaluated due to the received conditions of the device. The complaint reported by the customer as: "delivery wire-kinked/bent-in patient" was confirmed due to the received conditions of the product. Neither the DHR nor the product analysis suggests that the reported failures could be related to the manufacturing process. The root cause of these failures cannot be conclusively determined; however, these failures do not appear to be related to the manufacturing process. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure assisted with an enterprise stent, when the physician positioned the (mc) microcatheter (prowler select plus) and advanced the stent, during the advancing, found that the mc lost the position under x-ray. The mc was re-positioned through a guiding wire (agility14), and then enterprise stent was advanced again, but found resistance, the stent cannot be advanced via mc. The enterprise was withdrawn, however the stent partly released when it was being removed through the microcatheter hub, but not released completely, and it was withdrawn in the enterprise system/introducer. During analysis of the product,, it was noted that the delivery system was stretched. Additionally, the distal section of the delivery system was bent. After the event, the same microcatheter was utilized to complete the procedure. A constant and dedicated saline with heparin source was maintained through the microcatheter. After removal, no damages were noticed on the delivery system or stent.